Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(clinical code & impact code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the internal tubing and found water droplets along the tubing, but no blood was observed. The fse also found that the crm cable was not connected leading to no condensation removal function of the machine and that the blood detected alarm was caused by water building up. So, in order to fix the issue, the fse performed the condensation removal procedure after reconnecting the cable and ensuring crm function. The autofill was successful and all functional tests passed according to factory specifications. The unit was then returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed blood detected, user switched to another iabp to continue therapy. There was no patient harm reported.